Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient tested with a cobas e411 rack. The patient¿s initial result was < 10 pg/ml; the first repeat was 51 pg/ml and the second repeat was 70 pg/ml. The questionable result of < 10 pg/ml was reported outside the laboratory. The customer is unsure of the date of the event. The lot number and expiration date of the elecsys troponin t hs used were requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) adjusted the sample and reagent probes and replaced defective racks. No further issues were observed. The service actions resolved the issue.